Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had about 120ml of drug liquid inside the bladder. The patient's central venous access was unobstructed and checked and no liquid dripped out of the flow restrictor. The issue occurred during patient infusion. The device was filled with normal saline and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between october 7-8, 2024. H11: the device was received for evaluation without the flow restrictor (the device component that controls flow of fluid). A functional flow test could not be performed on the returned device in order to verify the issue. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.